Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: intra-operatively in the lap gastric bypass procedure, while the device being applied to at the stomach during creating pouch for third firing of the stapler. Tissue peeled off of cartridge pusher bar in order to complete the case.

Event description:
According to the reporter, during the procedure last (B)(6) 2017, while on third firing of the stapler and creating a pouch, when surgeon opened the stapler, there was a layer of tissue sucked up into the pusher bars of the stapler cartridge. The patient is alive with no injury.